Event description:
In 2008 at 5:23 am, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultramini meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation and recorded phone conversation. The patient tests her blood glucose twice a day and manages her diabetes with sliding scale insulin (lantus and humalog) taken based on meter readings. The patient stated that on the same day at 1:30 am, the patient tested her blood sugar with the subject meter and reportedly obtained "400 mg/dl." She also claimed that before testing her blood glucose, she had "forgotten" to take her lantus; therefore, she gave herself 5 units of humalog and 38 units of lantus that was based on the meter readings. At the 400 mg/dl blood glucose, the patient stated that she felt "okay." At around 2:00 am, the patient reportedly developed symptoms of "burning, hot and shaking" (typically low blood sugar symptoms for the patient) and reportedly retested with the subject meter with reported result of "59 mg/dl." As a result, the patient reportedly administered self-treatment with food and orange juice and reportedly felt "better" after having food. She was not tested on another device or attempted to retest after she reportedly felt better. During troubleshooting, it was verified that the unit of measurement was correctly set to mg/dl. The testing and cleaning of puncture sites are correct. However, the reported result of "400 mg/dl" was not verified in the meter's memory. The patient's products have been replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of hypoglycemia after administering insulin based on the meter readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.